Event description:
The surgeon implanted the micl12.1 implantable collamer lens on (B)(6) 2011. The patient had irregular astigmatism and the doctor noted that there was no vault. The lens was removed from the right eye on (B)(6) 2012 and exchanged for a 12.6 length. This lens was discarded. The patient is doing fine now with a bcva of 20/20 in both eyes. See MFR report# 2023826-2012-00554 for the other eye.

Manufacturer narrative:
(B)(4): evaluation method - lens work order search. Results: a lens work order search was performed and there was no similar complaints found within the work order. (B)(4).

Manufacturer narrative:
Evaluation method - medical review. Results: review of this file indicates that the icl exhibited a low or no vault in this patient however no other signs or symptoms were observed. The icl was exchanged with a longer lens which resolved the problem. It has been determined that this complication is related to inaccurate white to white measurement or secondary to a mismatch between white to white and the sulcus diameter. Surgeons are advised to observe the patient for any signs or symptoms of progressive anterior subcapsular cataract formation prior to exchanging this lens. Staar recommends that the lens be explanted once the surgeon determines that this condition may affect outcome of the patient's vision. If no other symptoms are observed, it is recommended to leave the icl implanted. This event is MDR reportable because a secondary surgical intervention was performed to preclude serious injury. The myopic icl does not have any astigmatic component and does not correct for astigmatism. The patient's astigmatism is a pre-existing condition and is not due to icl implantation. (B)(4).